Event description:
It was reported that during a percutaneous coronary intervention, removal difficulties and device damage occurred. The 99% stenosed de novo lesion was located in a calcified and moderately tortuous left anterior descending artery. A 1.5x8mm apex push balloon was advanced to the lesion and used for predilation. When the device was removed from the patient, resistance was felt and the physician thought the device was caught on the y-connector. The physician pulled on the device and it became damaged during removal. The procedure was completed with another apex push balloon. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).